Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a severely calcified artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured at 10 atmospheres for 30 seconds upon second inflation. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.